Event description:
It was reported that the customer experienced a high blood glucose (bg) level of 594 mg/dl, with the suspected cause unknown. The customer took corrective action by administering a correction bolus through the pump and changing the infusion set. Furthermore, they were advised to consult their healthcare provider regarding diabetes management.